Manufacturer narrative:
Analysis of historical records: orthofix srl checked the internal records related to the controls made on the kit code 90035 batch b1837921 before the market release. No anomalies have been found. The original lot, manufactured in 2022, was comprised of 5 devices. All of them have already been distributed to the market. According to orthofix srl historical records, no other notifications have been received from this specific device code. Technical evaluation: the returned fixator, received on may 27, 2024, was examined by orthofix quality operations department. In relation to this event, it was received also 4 bone screws. All the returned devices were subjected to visual and functional check as per orthofix specification. 1). Device code 90035: the visual check evidence presence of signs due to uses. Markings are still visible. The fixator was returned with both cams in locked conditions. It was also evidenced that the compression-distraction unit is not parallel to the fixator. On the right part there is more space between cd unit and the fixator than the left part. The miss-alignment is evident also on the cd unit. Both clamps of the fixator are locked in correspondence of their mechanical stop. During functional check all the locking screws were unscrewed, and functionality of the sliding mechanism was confirmed. It was possible to perform the movement of the two clamps, including their locking mechanism. It was possible to easily remove the cd unit from the fixator. 2). Bone screws: the visual check evidenced that the threading of the returned bone screws is damaged due to the use. Conclusions: the results of the technical investigation evidenced that the returned fixator is still conforming to orthofix specification, and it could function as expected. Based on the evidence collected, orthofix can conclude that the problem that occurred is not device related. Orthofix historical records show that no other notifications have been received from this specific device lot. Orthofix continues monitoring the devices on the market.

Event description:
The information initially provided by the local distributor indicates: hospital name: (B)(6) hospital. Surgeon's name: dr. (B)(6). Date of initial surgery: (B)(6) 2023. Body part to which device was applied: knee (l). Surgery description: correction. Problem observed during: clinical use on patient/intraoperative. Type of problem: device functional problem. Event description: patient undergoing valgus osteotomy of the left knee with an oag fixator. At the beginning of (B)(6) 2024, the patient reported to the surgeon that the distractor had loosened on its own, resulting in a loss of gradual opening. The complaint report form also indicates: the device failure had adverse effects on patient: loss of achieved correction, the initial surgery was completed with the device, the event did not lead to a delay in the duration of the surgical procedure an additional surgery was not required, a medical intervention (outpatient clinic) was not required, copies of the operative reports and x-ray images are available (not received by orthofix srl), product is available for return, product was not at its first use, patient current health condition: patient with gradual loss of opening will have to undergo new surgery for correction. Further information received on may 31, 2024: patient age: 52 years old. Patient gender: female. Patient weight: 82 kg. Three months after surgery, the fixator came loose. The patient was following medical guidelines. The fixator was not replaced, only removed for a new approach, and later, the patient's general clinical condition will be assessed and a new surgical plan made. Treatment completed without success. The patient is well but dissatisfied with the failure of the correction and the recurrence of the deformity. A new surgical plan is needed to correct the deformity at a later date. Copy of xray images. Orthofix ref: (B)(4). Distributor ref: (B)(4).

Event description:
The information provided by the local distributor indicates: - hospital name: (B)(6). - surgeon's name: (B)(6). - date of initial surgery: (B)(6) 2023 - body part to which device was applied: knee (l) - surgery description: correction - problem observed during: clinical use on patient/intraoperative - type of problem: device functional problem - event description: patient undergoing valgus osteotomy of the left knee with an oag fixator. At the beginning of (B)(6) 2024, the patient reported to the surgeon that the distractor had loosened on its own, resulting in a loss of gradual opening. The complaint report form also indicates: - the device failure had adverse effects on patient: loss of achieved correction - the initial surgery was completed with the device - the event did not lead to a delay in the duration of the surgical procedure - an additional surgery was not required - a medical intervention (outpatient clinic) was not required - copies of the operative reports and x-ray images are available (not received by orthofix srl) - product is available for return - product was not at its first use - patient current health condition: patient with gradual loss of opening will have to undergo new surgery for correction. Orthofix ref: (B)(4). Distributor ref: (B)(4).

Manufacturer narrative:
Analysis of historical records orthofix srl checked the internal records related to the controls made on the kit code 90035 batch b1837921 before the market release. No anomalies have been found. The original lot, manufactured in 2022, was comprised of 5 devices. All of them have already been distributed to the market. According to orthofix srl historical records, no other notifications have been received from this specific device code. Technical evaluation the device involved in this event has not yet been received by orthofix srl. Orthofix srl is strictly in contact with the local distributor to have the device concerned. The technical evaluation will be performed as soon as the device becomes available. Orthofix srl has requested further information on the event such as: - patient's age, gender, weight - what is a oag fixator? - after three months from the initial surgery the fixator loosened. Was the patient doing something specific? - was the fixator replaced with a new fixator in an additional surgery? Or was the fixator removed as the patient was at the end of the treatment? - it is indicated that a new surgery was not required, but in the comments it is stated that the patient will have to undergo new surgery for correction. Is this new surgery related to fixator failure or did the surgeon already planned a new surgery for this type of patient/treatment (knee correction)? - is the treatment still ongoing? Or was it finalized successfully? - patient's current health condition - copy of xray images - device availability for the technical evaluation unfortunately, this information has not yet made available. As soon as further information and/or the results of the technical investigation are available, orthofix srl will provide a follow up report. Orthofix continues monitoring the devices on the market.